Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an error 15 while using the device updater to update the pump. Reportedly, the customer was unable to continue the update process and is unable to use the pump. There was no information provided regarding impact on the customer's blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.